Event description:
During robotic surgical procedure for total laparoscopic hysterectomy, approximately one hour into surgery, device arc occurred and arc hit uterine tissue. Hysterectomy in progress and no harm to patient.tip cover accessory being used with the monopolar curved shears da vinci surgical system by intuitive. Arc occurred during use resulting in tip cover accessory on device noted to have brown spots and holes after arc of shears occurred. Machine at recommended settings and tip cover applied to monopolar shears according to manufacturer's direction.